Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, the physician exercised the helix of the right ventricular (rv) lead prior to introducing the lead into the patient. While attempting to exercise the lead, the physician noted that over 30 rotations were required to extend the helix. It was also noted that it took over 30 rotations for the helix to retract. A different rv lead was implanted. Also, during the implant procedure, the right atrial (ra) lead was found to have a high threshold and variable sensing. When the physician attempted to reposition the ra lead, the helix would not retract even after 40 rotations. Ultimately, the helix did retract. The ra lead was removed and a new ra lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.